Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the tip of instrument hinges which hold the tip of the permanent cautery hook (pch) instrument were broken and offset. Due to this issue, the first assist was unable to remove the instrument from the cannula. The customer had to remove the cannula with the instrument still inside of it. The surgeon stated that he had direct visualization of the instrument tip and did not see any fragments fall off inside of the patient. Upon examination after the procedure, it was noted that a small piece was missing from the instrument tip. X-ray was performed on the patient while in recovery and nothing was found in the x-ray. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument was broken and upon examination after the procedure, it was noted that a small piece was missing from the instrument tip, an investigation was completed to determine the cause of this reported event. Isi did receive the permanent cautery hook (pch) involved with this complaint to perform failure analysis. The pch was analyzed and found to have the plastic proximal clevis broken in two places. One broken piece was missing as a result of breakage. The size of the missing piece was approximately 0.105¿ x 0.163¿. Visual inspection found other damage to the instrument. Common causes of the failure mode broken instrument proximal clevis are typically attributed to the mishandling/misuse. Damage from mishandling/misuse may include applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. The complaint regarding the permanent cautery hook (pch) tip of instrument hinges which hold the tip of instrument were broken and offset was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the complaint indicated that it was unknown if a fragment fell inside the patient, and tests were performed to attempt to locate the fragment.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 29-dec-2022, the following additional information was obtained from the reporter: it was unknown if the instrument was inspected before use. The instrument was in use the entire procedure prior to the issue. The surgeon did not know what caused the instrument breakage. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did collide with other instruments or other hard material during the surgical procedure. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No additional surgical procedure was required. The fragment was never located and therefore not returned to isi with the returned instrument.